Manufacturer narrative:
H3: one device was received for evaluation. The service history review of the device showed no applicable repairs. The customer issue was confirmed, however, during further investigation reportable malfunctions of torn downstream occlusion (dso) seal and buckling upstream occlusion (uso) seal were identified. The dso and uso seals were replaced.

Event description:
The customer returned the product for a delaminated downstream occlusion (dso) sensor seal, during device evaluation, a torn dso seal and a buckling upstream occlusion (uso) seal were found. There was no patient involvement.